Manufacturer narrative:
Continued: e.1. Phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iiiand rupture. Healthcare professional noted "the right implant ruptured on the front surface in the form of wall thinning. Healthcare professional additionally reported "on the right, the capsule was normal, no seroma." The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade iiiand rupture. Healthcare professional noted "the right implant ruptured on the front surface in the form of wall thinning. Healthcare professional additionally reported "on the right, the capsule was normal, no seroma." The device has been explanted. This relates to the right side.